Manufacturer narrative:
Initial reporter phone: (B)(6). Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) ((B)(6), 165cm) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. Cardiac tamponade occurred in procedure of carto 3 system on (B)(6) 2022. Since it was confirmed that blood pressure was low 30 minutes after the patient entered, noradrenaline was administered, and at from the time of entered was mapped and terminated. After that, bb (transseptal puncture) was performed and an attempt was made to perform pulmonary vein isolation (pvi), but blood pressure did not return, so it confirmed the effusion using an echo. Then, drainage was performed for 700ml. Pvi was not performed and the procedure was completed. Biosense webster, inc. Staff was not present at the procedure. Additional information received on the event. On (B)(6) 2022, the patient recovered uneventfully and spent time in the ward. The physician commented, since blood pressure decreased from the time of coronary sinus insertion, it was not related to this product. The physician¿s opinion on the cause of this adverse event was patient condition and not related with a bwi product malfunction. The patient outcome of the adverse event was improved. It is unknown if prolonged hospitalization was required. Prior to noting the cardiac tamponade, ablation was performed and there was no evidence of a steam pop. The event occurred after transseptal phase. No error messages were observed on biosense webster equipment during the procedure. The generator used was smartablate generator.

Manufacturer narrative:
Additional information was received on 16-feb-2022. The patient did not require extended hospitalization because of the adverse event. Transseptal puncture was performed with a japan lifeline co.,ltd. Rf needle. Ablation was performed prior to cardiac tamponade and there was no steam pop. After the transseptal phase, the effusion was detected. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. The force visualization feature used was the visitag. Therefore, updated "d10. Concomitant medical products and therapy dates" field. This event will remain assessed as ¿prolonged hospitalization¿ since the procedure date was (B)(6)2022, the patient recovered uneventfully and spent time in the ward. The investigation was completed on 17-feb-2022. Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30633728l number, and no internal action related to the complaint was found during the review. Manufacturer's reference number: (B)(4)